Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.50/+2.0/094 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens tore during injection into the eye. The lens was removed within the same surgery with no apparent injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: (B)(4). No similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the lens haptic torn/ broken/ bent/ deformed and optic torn/split. Claim # (B)(4).